Manufacturer narrative:
(B)(4).the product upon which this medwatch is based has been received; however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form.

Event description:
International affiliate reported that the reservoir was occluded and could not drain properly. Event was noted on day seven of device usage. There was no adverse pt consequence.